Manufacturer narrative:
Device evaluation:based on the product analysis performed, the assessments of the complaints are: deflation: observed, opening on radius side assessed, as fold flaw opening.as per the investigation procedure: creases and wear abrasion were completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported, left side "deflation". Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side "deflation". Device was explanted.